Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu has not been returned to fisher & paykel healthcare in (B)(4) for investigation. Our analysis is based on the service report provided by (B)(6) and results of previous investigations on similar complaints. Results: (B)(6) reported that the fascia and valve system of the neopuff unit were broken. The device was returned into hospital service after the defective parts were replaced. Conclusion: the neopuff unit is a portable reusable device which can be susceptible to impact damage. The neopuff technical manual provided with the device warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested.

Event description:
(B)(6) reported that both the inlet and outlet ports of an rd900aeu neopuff infant resuscitator were broken off. No patient consequence was reported as a result of this incident.